Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced; however, the device was stuck with the jupiter guide wire. The procedure was completed with another of the same device. No patient complications were reported.